Manufacturer narrative:
(B)(4). Baxter's quality engineer performed an evaluation on an actual control-a-flo sample. Visual and functional tests were performed, and the reported condition was confirmed. The units were tested underwater using 0.56 bar of air pressure and the reported issue of blockage were confirmed at the regulator of the flow. It is unknown what may have caused this reported condition. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because, it is the same as or similar to a product distributed within the us.

Event description:
Baxter's quality engineer confirmed that there was a blockage at the regulator on an actual control-a-flo set. This reported condition occurred in service, and there was no patient involved. No additional information is available.